Event description:
The customer reported that during a hysterectomy the jaws could not be opened for further use. The jaws were not applied to tissue when this occurred. The problem occurred at the beginning of the case and another device of the same type was opened and used to successfully complete the procedure. There was no patient injury. Upon receipt for investigation it was noted that the clear insulation damaged and the device failed hi-pot.

Manufacturer narrative:
(B)(4). One used lf5544 was received for evaluation and visual inspection found the knife was trapped and contained within the jaws. An additional failure was found during the investigation, the clear insulation damaged. The additional findings did not contribute to the reported condition. However, the sample failed hipot testing. The investigation identified the root cause of the reported event to be user error. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. The customer reported that the jaws could not be opened for further use. The reported condition was not confirmed. The jaws were not locked shut. The jaws opened and closed normally when the handle was activated. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.